Manufacturer narrative:
Pt's age is 18 yrs or older. The complainant indicated that the device will not be returned for eval, therefore, a technical analysis could not be performed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and severely calcified right superficial femoral artery (sfa). The physician experienced difficulties while advancing the sterling monorail balloon catheter towards the sfa, and across the lesion. The physician attempted to post-dilate the lesion with the sterling, and inflated the balloon one time to 12 atms, however, the balloon ruptured. The procedure was successfully completed with another of the same device. No pt complications were noted and the pt's status was reported as "good".